Manufacturer narrative:
The engineer ran performance testing on the instrument and this showed the analyzer was performing within specification. The investigation determined the service actions resolved the issue. The investigation could not identify a product problem.

Manufacturer narrative:
The field service engineer (fse) replaced the pinch valves and adjusted the sample probe. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an estradiol value of > 3000 pg/ml accompanied by a data flag. The sample was diluted and repeated, resulting in a value of > 30000 pg/ml accompanied by a data flag. The sample was repeated two more times, each time resulting in a value of < 5.00 pg/ml accompanied by a data flag. The estradiol reagent lot number was 53907100, with an expiration date of 30-apr-2022.